Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The surgeon reportedly performed two da vinci-assisted gastric bypass procedures on the event date provided. However, it is unconfirmed which procedure is associated with the reported event. A review of the stapler logs for both procedures was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, no stapling issues or errors were identified with either procedure.

Event description:
It was reported that after completion of a da vinci-assisted gastric bypass procedure, the patient had to undergo a subsequent procedure to address a staple line leak. The surgeon indicated that the staple line bleed involved a white stapler reload. No further details were provided.